Event description:
The nurse reported that the patient had expired due to an automobile accident in 2006. An autospy is being performed, but medical examiner's office requires permission from family for release of results. A follow-up report will be sent if additional information becomes available to us.